Event description:
Approximately 2 years prior to this report, the patient experienced overdose symptoms when the drug in the pump was changed from morphine to dilaudid. The patient couldn¿t move her legs; ¿they forgot to decrease the concentration after the drug change¿. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11017r48, implanted: (B)(6) 2002. Product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).